Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10881r34, date implanted: (B)(6) 2001, product type : catheter; product ID: 8731, serial#: (B)(4), date implanted: (B)(6) 2005, date explanted: (B)(6) 2022, product type: catheter ; product ID: 8703w, lot# : l51798, date implanted: (B)(6) 1999, date explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 28-jan-2007, UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(4), ubd: 28-jan-2007, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen via an implanted pump. It was reported that the patient had increased spasticity and required oral medication to supplement. A CT scan showed a break in the catheter. Per the reporter, the pump was not providing any therapy, due to the complete break in the catheter. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The patient was scheduled for a complete removal of the old system and implant of an entire new system. However, during the procedure, when explanting the catheter and pump, there were signs of a potential infection. The physician opted to remove the entire old system the best they could and wait until a later date to implant a new system. During the removal of the catheter, it was not easily explanted. The part of the catheter that was known to be broken before the start of the procedure was the spinal segment within the spinal incision. The physician confirmed that the catheter had been broken and the spinal segment that was in the csf (cerebrospinal fluid) was not able to be located with confirmation that there were no signs of csf in the incision during the procedure, so the spinal segment in the csf remained in the patient. After pulling the catheter from the pump pocket, the catheter did end up breaking again in the patient¿s flank. Due to the risk of spreading the potential infection, the physician opted to leave that portion of the catheter where it was in the flank. At the end of the procedure, the patient was known to have 2 portions of the catheter left in them. One piece in the patient¿s left flank and the other in the spinal canal. It was noted that it was unknown which catheter pieces were of which models, but the skinnier catheter was the spinal segment. It was noted that the issue was not resolved at the time of the report, and that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: (in-house finding) analysis of catheter (sn (B)(6)) identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Analysis of catheter (sn (B)(6)) identified damage to the anchor that is consistent with explant damage. Analysis of the pump ((B)(6)) identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.